Event description:
The reported from the descover database indicated that approximately eleven (11) months after the index procedure, the patient had restenosis of the two (2) previous implanted cypher stents. The restenosis was treated by implantation of a taxus stent.